Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® tag® conformable thoracic stent graft instructions for use, adverse events with may occur and/or require intervention including, but not limited to, hematoma.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient the patient was implanted with conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2021, the patient experienced a back pain during the dialysis treatment and he transported to the hospital. The examination revealed the formation of a hematoma near the distal edge of the device. An emergent reintervention took place whereby placing two additional stent grafts distally. The patient tolerated the procedure. According to the physician, aortic wall damage by the edge of the device may have caused the hematoma.